Event description:
Another mics that won¿t connect to the robot... Case type: tka. Surgical delay: approx. 30 - 60 minutes. Update: "yes patient was under anesthesia while attempting to troubleshoot."

Manufacturer narrative:
Another mics that won¿t connect to the robot.case type: tka,surgical delay: approx. 30 - 60 minutes. Update: "yes patient was under anesthesia while attempting to troubleshoot." Product inspection: mics-209063, sn#: (B)(6), RMA#273474. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual sticky trigger. Disposition: rtv. Inspected by: (B)(4). Device history review: "review of the product history records indicate (B)(4) devices were manufactured under lot k0anq and 23 devices were accepted into final stock on 01/09/2018. Review of qt18-01-0025 revealed that the non conformance is not related to the failure alleged in this complaint." Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42061217 shows 0 additional complaints related to the failure in this investigation. Conclusion: the failure mode was not confirmed as alleged. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Another mics that won't connect to the robot. Case type: tka. Surgical delay: approx. 30 - 60 minutes. Update: "yes patient was under anesthesia while attempting to troubleshoot".